Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned one (1) used 32 g x 4 mm bd pen needle. Consumer reported rear cannula end is broken + gets stuck. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defects was observed. As the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. Unable to perform DHR review due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned sample. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a needle break occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "rear cannula end is broken + gets stuck."